Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged multiple insulin pump error alarm on event date september 28, 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08730 inches. Device successfully downloaded to thump. No insulin pump error noted during testing, however, a insulin pump error was present in history/trace files on event date september 28, 2022 06:37:09.000 due to software issues. Insulin pump error (file number = 709, line number= 1216) esf# (B)(4) present in history/trace files on september 28, 2022 12:28:33.000 due to hardware issues. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage and scratched case. In summary, customer allegations confirmed in history/trace files for insulin pump error due to software issues and insulin pump error due to hardware issues, problem isolated to the electronic stack. Moisture damage noted on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Information received by medtronic indicated that customer reported that insulin pump showed battery icon was red and customer changed their battery, but the insulin pump went through a restart. Customer tried to pair insulin pump with transmitter, and that is when they received software error detected alarm. Troubleshooting was performed and customer successfully cleared the alarms and restarts throughout the day. The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported that insulin pump showed battery icon was red and customer changed their battery, but the insulin pump went through a restart. Troubleshooting was performed and customer successfully cleared the alarms and restarts throughout the day. Customer tried to pair insulin pump with cgm transmitter, and that is when they received error 53. The insulin pump will be returned for analysis.